Event description:
During surgery, a covidien clip applier was opened. When the surgeon went to use it, the clips were not "loading" on the applier. The clip applier was removed from the field and a new one was opened.